Event description:
It was reported that the system was not functioning. The fse stated that the monitors were not starting due to a blown fuse. This could cause the system to become unusable due to the loss of live image. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fuse was replaced during the service call. The system was tested and found to be working as intended and put back into service.